Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they can saw partial part of the screen however it was not fully light up. The customer¿s blood glucose level was unknown at the time of incident. Customer reported that the screen of insulin pump was fuzzy and the light was not bright. Customer stated that the display did not returned to normal. Customer stated that the insulin pump was neither dropped nor bumped. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no display anomalies, brightness errors, unexpected powering off or blank display noted. Adjusted the back light and all setting operated properly.(B)(4).